Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedances high out of range. Boston scientific technical services (ts) stated further review in the clinic is warranted. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).